Event description:
This is to report an adverse effect from what I consider to be one of the most dangerous medical devices still allowed, under class 3 status, ect, electroconvulsive therapy. For me I have permanent brain damage, and permanent disability that is clearly attributed to my 9 treatments. My memory is now amnesic, which is a common side effect from electroshock. I also go into states of delirium, forget names, but I have read many studies, and talked to many other "survivors" of electroshock who tell an eerily similar, sometimes exactly the same story. I had my treatment at (B)(6) hospital, but I was not told of the possibility for permanent, even deteriorating memory loss, that I believe with the right help of experts in the field of psychiatry, and neurology I could prove. The problem is so many of us who have had electroshock, are ignored, or even told the memory, even personality loss, including for many permanent seizure disorder, chronic insomnia, list goes on, is not due to what the industry considers still "a safe and effective treatment." My long term memory, basically is shot. I can only explain it in light of many others who have had this treatment, who have decades, even whole lifetimes of memory gone, or very faded, due to the uniquely brain damaging affects of high voltage electric current, that induces seizures in this device.